Event description:
Spontaneous call from pt: ms3 has lost programming. Will send replacement. Sn (B)(4), rate 0.03 ml/hr (pt confirmed). Pt has a backup pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.